Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. It was also reported that out of range issues occurred between the transmitter and pump and that the touch screen was delayed in responding to presses. Customer declined to troubleshoot the issue with tandem technical support; therefore the allegation could not be confirmed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.